Event description:
Reported via clinical study: it was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024, and a 27mm watchman flx pro closure device was implanted with a complete laa seal and a deployed device diameter of 21.8 mm. The patient was discharged the same day on aspirin with continuation of rivaroxaban. On (B)(6) 2025, 401 days post index procedure, the patient presented for protocol-scheduled 12-month transesophageal echocardiography (tee) imaging. Tee assessment revealed a laminar non-mobile thrombus on the atrial-facing surface of the watchman flx pro device with unknown maximum area. At the time of event, the patient was on aspirin. The patient was advised to switch back to rivaroxaban and to undergo repeat tee imaging in 3 months.